Event description:
As reported: it was reported that, "during use on inpatient-the interventional radiologist reported that it was not possible introducing manta device through the haemostatic valve on sheath. Medical intervention was not necessary. Intervention was performed. "2" representative samples available for investigation.'' Additional information on 14jun2022: the second manta patient was used in place of the claimed 14f manta device but with the same technical problem after sheath change 18f - not possible to insert manta through haemostatic valve on sheath. Problems were related to technical problem of manta haemostatic valve insertion, not with patient anatomical conditions or IFU conditions by user. 2nd patient had to be treated for vascular surgery - not related to manta closure device. Additional information on 21jun2022: the second patient after our experiences we rather sent patient for surgical closure. The second patient had an 18f manta on lcfa, and a 14f manta on rcfa. 2nd patient had to be treated for vascular surgery - not related to manta closure device.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Multiple units were returned together from associated mdrs in two bags. Blood particulates were noted on all units. The units were decontaminated and inspected. Bag 1: units for lot mn2101413: one sheath, one manta device, one dilator and one puncture locator were returned. The valve of the sheath was observed to be torn. No issues noted when manta was functionally tested for advancement. Units for lot mn2101427: one manta device and one sheath were returned. The manta device was locked into the sheath. Lever was engaged/pulled. The components (collagen, lock, and anchor) were observed to be pushed out. Bag 2: units for lot mn2101430: two units were returned. Unit 1: manta device and sheath were returned. Manta device was locked into the sheath. The lever was engaged. Components were not returned/noted. Unit 2: manta device and sheath were returned. Manta device was not locked into the sheath. Valve was torn. No issues noted when manta was functionally tested for advancement. Units for lot mn2201445: one manta device was returned. Lever was not pulled. No sheath returned. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f ce manta was deployed successfully for closure in the left common femoral artery. A 14f ce manta was planned for closure in the right common femoral artery. Access was medially positioned. The arteriotomy depth measurement was 4cm, posterior calcification and mild tortuosity present. No complications were experienced completing the depth measurement procedure and inserting the manta sheath. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician was met with severe resistance; the bypass tube would not advance through the sheath; it was not possible to insert the bypass tube through the hemostatic valve of the manta sheath. The bypass tube endured bending due to the high resistance from the hemostatic valve. It was noted the patient had a revision to the puncture and was treated for vascular surgery, not related to the manta device. The IFU states the manta device is contraindicated in the following: marked tortuosity of the femoral or iliac artery. Additionally, indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to: MDR fu-3010252479-2022-00280 manta; MDR fu-3010252479-2022-00281 manta; MDR fu-3010252479-2022-00282 manta; MDR fu-3010252479-2022-00283 manta; MDR fu-3010252479-2022-00284 manta.